Manufacturer narrative:
On 6-sep-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an inability to take blood sampling through the sheath occurred. It was reported by the caller that after going transeptal, the physician tried to pull back blood through the valve on the side port of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where the tubing is connected and nothing was coming out. Caller stated there was no visible damage to the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium with a new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and blood was able to be pulled back. There was no patient consequence.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an inability to take blood sampling through the sheath occurred. It was reported by the caller that after going transeptal, the physician tried to pull back blood through the valve on the side port of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where the tubing is connected and nothing was coming out. Caller stated there was no visible damage to the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was no patient consequence. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device, no issue with the side port were observed. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, a back pressure test was performed, and values were observed within specifications, no issues were observed. Neither leak, bubbles or air aspiration was observed through the valve or irrigation port. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).